Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2019 for gastrointestinal bleeding. Hemoglobin was 4.8 g/dl and inr was supratherapeutic. The patient was transfused 1 unit packed red blood cells (prbcs) prior to transferring hospitals. After transfer patient received an additional 4 units prbcs during admission. The patient was discharged on (B)(6) 2019 with hemoglobin of 9.9 g/dl. Patient was discharged on lovenox until inr returns to therapeutic range. No additional information was provided.